Event description:
It was reported that cartridge did not fit onto the pump. The customer changed cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.